Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: after discussing with the surgeon he had forgotten how to use the device's reverse and over ride mechanisms.

Event description:
It was reported that during a laparoscopic splenectomy that the device clamped on thick tissue and when the surgeon fired, it stopped and did not cut or deploy staples. No buttressing was used. The surgeon did not use the reverse button, switch the battery or employ the manual over-ride. Instead he used an unknown ethicon ets device which worked and he was able to remove the device with tissue still in it's jaws. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2017. H11: corrected date: event date 9/13/2016.

Manufacturer narrative:
Pi1-14w5czu/(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number.

Manufacturer narrative:
(B)(4).